Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, during the preparing, open the package, the foreign material was found inside the catheter prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No obvious signs of use were observed. Visual analysis of all sections of the returned 2-lumen catheter did not show any signs of foreign material. Likewise, the extension lines and proximal skive hole appeared showed no evidence of foreign material. The customer report could not be verified. A long pin gage was inserted through the distal and proximal extension lines. No blockages/resistance was encountered. Likewise, no foreign material was observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, during the preparing, open the package, the foreign material was found inside the catheter prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".